Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. Upon eval, one of the pins in the electrode belt's trunk cable connector was bent. The cause for the bent pin cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt rec'd a replacement electrode belt.

Event description:
During the investigation of electrode belt (B)(4) for an unrelated complaint, a reportable problem was detected during servicing. A pin in the trunk cable connector was bent. The pt was provided with a replacement electrode belt.